Event description:
A 6 mm diameter x 40 mm length bridge assurant biliary stent was inserted for use in a pt for treatment of a superficial femoral artery lesion. Vessel morphology was reported to be slightly calcified and non-tortuous. The lesion was not pre-dilated. It was reported that the stent was inserted through a 6f cordis brite tip sheath; however, prior to reaching the lesion, the stent dislodged and travelled beyond the popliteal artery. The stent was snared to the external iliac artery and then surgically removed. The pt is reported to be fine and no additional clinical sequelae were reported. There was no device returned for evaluation.